Event description:
Patient underwent a revision procedure on (B)(6) 2011 for removal of right fractured rod from l3 to pelvis. Removal of right l3 pedicle screws was performed. The pseudarthrosis was identified and denatured on the right and left side. Bone was harvested and packed into the pseudarthrosis. The rod was re-inserted with end to end connection.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided. The event is still under investigation. Additional items may be reported.